Event description:
It was reported that during a lap nephrectomy procedure, the surgeon used the instrument to ligate the renal vessels. The instrument was fired but failed to open. The surgeon used another device to take out the closed instrument. Another like device was used. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.